Event description:
The device was returned for routine service with no problem specified. There was no reported pt harm. During the repair evaluation it was identified that the high pressure alarm did not sound as specified. The root cause of the alarm failure was a failed transistor on the zero board. The zero board was replaced to correct the problem.